Manufacturer narrative:
Initially it had been reported that the biosense webster, inc. Product analysis noted that internal wires were exposed on the shaft of the device. At that time, this returned condition issue had been assessed as MDR reportable. On (B)(6)2020 , the affiliate clarified that this damage was inflicted post-procedure. Therefore, the integrity of the device was not compromised during the procedure. Hence, this returned condition was re-assessed as not MDR reportable. Also, additional information was received on the noise issue on (B)(6)2020 . During the procedure, with the catheter inserted, the catheter had much interference/noise. The noise was present on the carto 3 system only. Per the image provided, it showed that the noise was only present on the intracardiac channel and the body surface channels were clear. This noise issue remains assessed as not MDR reportable. Per the additional concomitant product provided of the carto 3 system, processed the "d11. Concomitant medical products and therapy dates" section. Manufacturer's reference number: pc-000665867.

Manufacturer narrative:
(B)(6). The biosense webster inc. Product analysis lab received the device for evaluation on march 20, 2020. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient, underwent an atrial tachycardia (at) procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter and the biosense webster, inc. Product analysis noted that internal wires were exposed on the shaft of the device. Initially it was reported that during the procedure, the catheter had much interference/noise. A second catheter was used to complete the procedure. There was no patient consequence reported. The interference/noise issue was assessed as not reportable as the risk to the patient was low. The biosense webster, inc. Product analysis lab received the device for evaluation and noted on march 20, 2020 that the shaft appeared to have a white-ish color and it appeared to have some internal wires coming out of the shaft. This returned condition of the internal wires exposed was assessed as a reportable issue. The awareness date for this reportable finding is march 20, 2020.